Event description:
Acct. Reports that stopcock cracked and leaked while in use on a neonate. States there was a "small" amount of blood loss, but the neonate did not require a blood transfusion and the infant was not injured. Sample of product available but acct. Unsure if product is baxter's.